Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) had a flickering screen. It is unknown the circumstances under which the event occurred.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Manufacturer narrative:
Date received by mfg not reported on the initial MDR: (B)(6). 2020 the getinge field service engineer (fse) that encountered the issue replaced the lcd, color video card, coiled cable and completed the pm with full calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.